Event description:
Customer reported the system was making a popping sound, not completing boot up, and displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.